Manufacturer narrative:
(B)(4). Report source: other: hc adverse incident report reference (B)(4); submitted to hc (health canada) by the patient. The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system - halo was implanted during a procedure performed on (B)(6) 2012. According to the complainant, since (B)(6) 2015, the patient has been permanently disabled for four years. She is unable to walk 20-25 ft, open or cross her legs, do pivots, lift objects more than 5 lbs, and drive her car. She needs to go on a walker or a motorized scooter, and a hydraulic chair to take a bath or make transfers. She was given assistance from a community health center to adapt her home for the disabled, and her husband compensates for "avd + avq." In addition, she has experienced pain when urinating, and has an intense pain in the pubic and pelvic area, groin, vagina, bladder, thighs (especially internal and mostly on the left side), sacroiliac joint, and both legs. The patient added that she has no sex life for four years because of her chronic pain in the pelvic area.